Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. Additionally, the stryker technician observed that the battery pins of the device were pushed in. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and verified the reported issue. The technician replaced the rear case to solve the issue related to battery pins being pushed in. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the error code could not be determined.